Event description:
The customer stated that her blood glucose readings had been higher than usual. She tested her blood glucose and received a reading of 317 mg/dl using her contour meter. She retested using another meter and received a reading of 126 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot the meter and ended the call. No products will be returned for evaluation.